Manufacturer narrative:
(Conclusions): the investigation found a defective stand trolley cable. The stand trolley cable connects the stand and the c-arm. The cable may become defective if the stand or c-arm are not handled with care. It seems on this system the defective cable was due to normal wear and tear. From trending it is found that the cable is a reliable part with no increased failure rate. Also, this is an old system that was out of service. Replacement of the cable restores full system functionality. When a system intermittently fails due to this defective part the system restarts within a minute. On system startup the functionality is checked to prevent any abnormal system behavior causing problems during operation. Since this is a mobile system it can be easily replaced by another. Therefore, the risk to patient health is estimated as acceptable. ((B)(4). ).

Event description:
Customer reported that this x-ray system was shutting down during operation.